Event description:
Complainant alleged that while setting up the device to monitor a female pt, the device was powered on and immediately issued a "shock advised" prompt while the electrode pads were not connected. Complainant indicated that the clinician continued to use the device to monitor the pt via non-defib ECG electrodes. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.